Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with scratched case, pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis and high blood glucose on (B)(6) 2020 with blood glucose of 900 mg/dl which was treated with intravenous shots. Customer current blood glucose was 175 mg/dl. Customer was discharge on (B)(6) 2020. Customer stated they had been sick and felt high at that time also insulin pump did not started at all. Customer had reported blank display. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer stated insert battery alarm did not displayed on the screen. Auto mode feature was not used at time of high blood glucose event. The insulin pump will be returned for analysis.